Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer¿s blood glucose value was 30 mmol/l. The customer performed displacement test and it was passed. The insulin pump did not alarmed any other error. The high blood glucose value treated with 16u of insulin. The insulin pump will not be returned for analysis.